Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported an unregulated flow event during a patient¿s infusion on the med/surg unit (3rd floor). Biomed is not aware of any harm to the patient as a result of the event.

Manufacturer narrative:
The customer¿s report of an unregulated flow event was not confirmed. Physical inspection showed no anomalies. The pcu error log showed no errors or malfunctions. The customer did not provide an incident date or time. From the pcu event log, the most recent infusion occurred on (B)(6) 2018 at 8:03 pm, when the pump module was programmed for a basic infusion at a rate of 5ml/hr. The pump module was selected again at 8:10 pm, and programmed for a secondary infusion of vancomycin at a rate of 125ml/hr and duration of 2 hours. The secondary infusion completed at 10:11 pm and the pump module transitioned to the primary infusion. At 10:45 pm, the device was channeled off. The total primary volume infused was 3.34ml. The total secondary volume infused was 250.015ml. Functional testing showed no anomalies. The root cause of the event was not identified.

Event description:
The customer reported an unregulated flow event during a patient¿s infusion on the med/surg unit (3rd floor). Biomed is not aware of any harm to the patient as a result of the event.